Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine injury ('uterine lacerations'), genital injury ('fallopian tubes lacerations'), genital haemorrhage ('hemorrhages'), abdominal pain ('acute abdominal pain') and syncope ('fainting') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), groin pain ("inguinal pain"), back pain ("lumbar pain"), syncope (seriousness criterion medically significant), tachycardia ("tachycardia"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth disorder ("dental problems"), tooth loss ("tooth loss"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), depression ("depression"), menstrual disorder ("irregularity of period (abnormal duration)"), menorrhagia ("irregularity of period (abundant)"), amenorrhoea ("non-existent period"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands"), joint swelling ("swelling of ankles") and hyperhidrosis ("abnormal sweating") and was found to have uterine leiomyoma ("uterine fibroids"), weight increased ("abnormal weight changes (increasing)") and weight decreased ("abnormal weight changes (decreasing)"). The patient was treated with hysterectomy and essure was removed. At the time of the report, the uterine injury, genital injury, genital haemorrhage, uterine leiomyoma, groin pain, back pain, syncope, tachycardia, arthralgia, nausea, vomiting, alopecia, tooth disorder, tooth loss, hypersensitivity, food intolerance, fatigue, insomnia, affective disorder, libido decreased, depression, menstrual disorder, menorrhagia, amenorrhoea, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, hyperhidrosis, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amenorrhoea, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menorrhagia, menstrual disorder, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth disorder, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: the events occurred in six clients (unspecified for individual cases) after essure implantation. Relevant duration of the pathologies that have affected clients from the moment of implant of device and until its recent explant (where occurred) and therefore for a variable period of time ¿ depending on the case ¿ from a minimum of two to over ten years, during which clients were forced to undergo repeated specialist medical examinations (gynecological, radiographs, magnetic resonances, CT scans, etc.). In some instances the diseases have caused damages of permanent kind. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine injury ('uterine lacerations'), genital injury ('fallopian tubes lacerations'), abdominal pain ('acute abdominal pain'), genital haemorrhage ('hemorrhages') and syncope ('fainting') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), groin pain ("inguinal pain"), back pain ("lumbar pain"), tachycardia ("tachycardia"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth disorder ("dental problems"), tooth loss ("tooth loss"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), depression ("depression"), menstruation irregular ("irregularity of period (abnormal duration)"), menorrhagia ("irregularity of period (abundant)"), amenorrhoea ("non-existent period"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands"), joint swelling ("swelling of ankles"), hyperhidrosis ("abnormal sweating") and weight fluctuation ("abnormal weight changes (increasing and decreasing)") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine injury, genital injury, genital haemorrhage, syncope, uterine leiomyoma, groin pain, back pain, tachycardia, arthralgia, nausea, vomiting, alopecia, tooth disorder, tooth loss, hypersensitivity, food intolerance, fatigue, insomnia, affective disorder, libido decreased, depression, menstruation irregular, menorrhagia, amenorrhoea, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, hyperhidrosis and weight fluctuation outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amenorrhoea, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth disorder, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting and weight fluctuation to be related to essure. The reporter commented: the events occurred in six clients (unspecified for individual cases) after essure implantation. Relevant duration of the pathologies that have affected clients from the moment of implant of device and until its recent explant (where occurred) and therefore for a variable period of time ¿ depending on the case ¿ from a minimum of two to over ten years, during which clients were forced to undergo repeated specialist medical examinations (gynecological, radiographs, magnetic resonances, CT scans, etc.). In some instances the diseases have caused damages of permanent kind. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: quality-safety evaluation of ptc; update of FDA codes and event assessment after additional review of the reported events. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine injury ('uterine lacerations'), genital injury ('fallopian tubes lacerations'), genital haemorrhage ('hemorrhages'), abdominal pain ('acute abdominal pain') and syncope ('fainting') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), groin pain ("inguinal pain"), back pain ("lumbar pain"), syncope (seriousness criterion medically significant), tachycardia ("tachycardia"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth disorder ("dental problems"), tooth loss ("tooth loss"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), depression ("depression"), menstrual disorder ("irregularity of period (abnormal duration)"), menorrhagia ("irregularity of period (abundant)"), amenorrhoea ("non-existent period"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands"), joint swelling ("swelling of ankles") and hyperhidrosis ("abnormal sweating") and was found to have uterine leiomyoma ("uterine fibroids"), weight increased ("abnormal weight changes (increasing)") and weight decreased ("abnormal weight changes (decreasing)"). The patient was treated with hysterectomy and essure was removed. At the time of the report, the uterine injury, genital injury, genital haemorrhage, uterine leiomyoma, groin pain, back pain, syncope, tachycardia, arthralgia, nausea, vomiting, alopecia, tooth disorder, tooth loss, hypersensitivity, food intolerance, fatigue, insomnia, affective disorder, libido decreased, depression, menstrual disorder, menorrhagia, amenorrhoea, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, hyperhidrosis, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amenorrhoea, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menorrhagia, menstrual disorder, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth disorder, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: the events occurred in six clients (unspecified for individual cases) after essure implantation. Relevant duration of the pathologies that have affected clients from the moment of implant of device and until its recent explant (where occurred) and therefore for a variable period of time ¿ depending on the case ¿ from a minimum of two to over ten years, during which clients were forced to undergo repeated specialist medical examinations (gynecological, radiographs, magnetic resonances, CT scans, etc.). In some instances the diseases have caused damages of permanent kind. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.